Manufacturer narrative:
2//11/1998 - supplemental report #1 sent to FDA. Device evaluation indicated and codes entered in h3 and h6. The reported condition has been confirmed and attributed to be weakened key area of the rotation knob.

Event description:
The device was used during an unspecified procedure. Reportedly, the instrument jammed.the hosp has not provided any add'l info.